Manufacturer narrative:
(B)(6) (obtained by pushing back the battery tube assembly). Retainer ring = black. Case type = ngp. Customer returned pump for an alleged cosmetic damage located at the battery compartment found on (B)(6) 2023. The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump was also received with a blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to blank display. Unable to download history files and traces using thus due to blank display. During visual inspection, cracked case-corner of belt clip rails near the battery tube compartment shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The battery tube assembly was pushed back into the right position and the pump was able to power up, continued currents measurement, download of history files and traces using thus. The pump passed the self test, sleep current measurement and active current measurement. The pump was monitored and no blank display noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 05:35:24.000 (B)(6) 2023 05:37:06.000 (B)(6) 2023 05:37:18.000 04/25/2023 05:50:27.000 (B)(6) 2023 06:00:00.000 (B)(6) 2024 12:33:42.000 (B)(6) 2024 12:33:53.000 failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2023 05:36:25.000 (B)(6) 2023 05:37:13.000 pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2023 06:01:03.000 power loss alarm was recorded and found in the formatted history file on: (B)(6) 2023 06:01:17.000 (B)(6) 2023 06:01:28.000 insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer may have used a no power/depleted battery. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. There were no other unexpected pump errors/alarms noted 1 week prior to the event date 27-apr-2023 in the formatted history file. Blank display was confirmed due to shifted battery tube assembly. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Cosmetic damage was confirmed at the battery compartment. Unable to perform the required testing, download history files and traces using thus due to blank display. Blank display was confirmed due to shifted battery tube assembly. However, the battery tube assembly was pushed back into the right position, the pump was able to power up, continued currents measurement, download of history files and traces using thus and no blank display was noted. "The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. " medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer reported that pump had a crack at battery compartment. Troubleshooting was performed and found that the pump shows a physical damage. No harm requiring medical intervention was reported. Customer will discontinue to use the pump and insulin pump was returned for analysis.